Event description:
It was reported that the patient presented a temporal hemorrhage with reading and naming difficulties. During the surgery, the fusion was good, as well as the patient's position. The head holder was stable. The registration could have been better done (laser points instead of lines) but the registration values were all good (green).

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A full analysis of the data logs has been performed and this analysis concluded that all ten trajectories were implanted inaccurately regarding the specifications, which could be a cause for the hemorrhage. A global trend of caudal deviation was found and the most anterior electrodes were also deviated slightly forward which could indicate a rotation of the head in relation to the registration performed. The deviation analysis also indicates that multiple electrodes were implanted twisted or bias. The curvature of the electrode inside the brain depends on various factors, including,but not limited to, the material of the electrode, its stiffness, the patient anatomy and/or the method of implantation. In this case, for most of them, the electrodes shift at the entry points also contributed to the target point error. However, no specific root cause could be identified. No device failure was detected. The device passed the maintenances performed before and after the event. Although that the registration could have been optimized, the data of analysis shows that it was properly executed.